Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The servo o2 oxygen circuit board was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture year is 2008. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in unavailability of auxiliary oxygen. There was no patient involvement.